Event description:
During ongoing treatment an external fluid leak was observed, reportedly originating from the revaclear 300 dialyzer. This occurred approximately 45 minutes after the start of therapy. The dialyzer was replaced and therapy was completed successfully with no further issues. No patient clinical symptoms or medical intervention was reported. No additional information is available.